Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user reported issue regarding dispensing tramadol 50 mg tablets. The cubie could not open because it was jammed due to being overfilled. User used tester app by ejecting it, reinserting it, and attempting to open the lid. The lid opened successfully. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid would not open. A technical support specialist (tss) confirmed it was jammed due to being overfilled. Then tss tested the cubie using the tester application by ejecting it, reinserting it, and attempting to open the lid. The lid opened successfully. The customer then adjusted the medication placement inside the cubie and reinserted it into the machine. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user reported issue regarding dispensing tramadol 50 mg tablets. The cubie could not open because it was jammed due to being overfilled. User used tester app by ejecting it, reinserting it, and attempting to open the lid. The lid opened successfully. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.